Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 700 mg/dl. Customer was wearing the device at time of hospitalization. Device had alarmed no delivery alarms. Customer was advised to change the set. Customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Additional information has been provided that was not included on the initial complaint has been updated.

Event description:
Please reference MFR report number 3004209178-2017-88362 for additional information.